Manufacturer narrative:
The device was returned for investigation. Upon evaluation of the device, the reported event was confirmed due to a defective compound board. In addition, no image, rear panel rust , output connectors rust, and minor socket deform were observed. Lastly, scratches were found on multiple device components. The investigation is ongoing; therefore, the root cause of the reported event cannot be determined at this time, however, if additional information becomes available, this report will be supplemented accordingly.

Event description:
The customer reported the video system center front panel switch hangs. The event occurred during receipt inspection and there was no patient harm or user injury reported due to the event.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 9 years since the subject device was manufactured. Based on the results of the legal manufacturer's investigation, a definitive root cause of the defective compound board could not be identified. The event can be detected/prevented by following the instructions for use which state: [important information ¿ please read before use]. Do not apply excessive force to the video system center and/or other instruments connected. Otherwise, damage and/or malfunction can occur. [3.1 precautions for installation and connection]. Use the video system center only under the conditions described in ¿environment¿ on page 305 and ¿specifications¿ on page 306. Otherwise, improper performance, compromised safety, and/or equipment damage may result. [8.2 storage]. Store the equipment in the level position in a clean, dry, and stable location. Olympus will continue to monitor field performance for this device.